Event description:
User facility an anterior vitrectomy was performed due to a torn capsular bag. The wound was widened in order to remove the lens. Per the reporting facility this event was not related to the lens.